Event description:
The customer reported that the iab leak alarm went off, but the iab catheter did not stop pumping. They said that they did not autofill the pump, but stated that "helium kept being pumped into the pt". They pulled the iab catheter out of the pt, changed the iabp, and inserted a new iab catheter. The pt subsequently expired; however, the customer does not attribute the pt's death to the iabp.

Manufacturer narrative:
The company representative observed that the iabp fault log included 10 "leak in iab circuit" alarms between 17:49 and 18:26 on the day of event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Thus, the leak alarms appear to be related to the iab or pt circuit and not to the pump. Note: by design, helium cannot "continue to pump inside the pt." A precisely metered volume of helium shuttles back and forth with in the iab circuit, and no additional helium enters the circuit during therapy. Please refer to MDR # 2248146-2012-00108 for the datascope medwatch submitted for the iab involved in this event.